Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station not being recognized on the communication bus. A field service engineer replaced the retractor band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.